Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co., however, the manufacturing site could not be determined because the product lot number was not provided. Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the physician has had previous issues removing a balloon dilatation catheter from the sion blue guide wire. No additional information was provided.